Event description:
According to surgeon, the patient's right hip was revised due to an acute occurrence that caused the ceramic liner to shatter. The shell, screws, and femoral stem remained implanted.

Event description:
According to surgeon, the patient's right hip was revised due to an acute occurrence that caused the ceramic liner to shatter. The shell, screws, and femoral stem remained implanted.

Manufacturer narrative:
An event regarding fracture of a trident ceramic liner was reported. The event was confirmed. Inspection of the returned component confirmed the reported fracture however nothing could be learned from examination of the fracture surfaces of the returned fragments examined because neither the primary fracture surface nor the fracture origin could be found. No material or manufacturing defects were observed on the samples inspected. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The root cause of the event could not be determined due to the limited clinical information provided. No further investigation for this event is possible at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.